Event description:
It was reported that post-operative to a laparoscopic adjustable band procedure, fluid could not be withdrawn during a routine fill. It was determined that the tubing had developed a kink at the strain relief and the problem was corrected by removing the port and adjusting the tubing. The original port was reused. There was no reported pt consequence.

Manufacturer narrative:
Date sent: 9/3/2009. Device was not returned for eval. Device remains implanted.